Event description:
It was reported that the pump did not infuse the medication. Per reporter the rate was 2.5 ml and the total volume was 115 ml. No adverse patient effects were reported. Per reporter no additional info is available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the reported issue is user interface or a settings issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: (B)(6) .